Event description:
Major pump unit(s) involved: external control system failure; battery clip failure; specific component(s) involved: external battery malfunction; battery clip failure to connect to power source; causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; other intervention : changed controller / connected to pbu-device functioned. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external battery malfunction.